Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00557, 3005168196-2018-00559.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery to treat a type ii endoleak using ruby coils. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician advanced a lantern delivery microcatheter (lantern) into the target location, and though the physician was using continuous flush, blood entered the introducer sheath of a ruby coil as the technician attempted to advance the ruby coil. The technician felt resistance advancing the ruby coil, and therefore the ruby coil was removed and a new ruby coil was placed. The physician repositioned the lantern and then attempted to place another ruby coil, however the technician felt resistance advancing the ruby coil within its introducer sheath, and therefore the ruby coil was removed. A new ruby coil was then successfully placed. The technician then again felt resistance advancing another ruby coil within its introducer sheath, and the ruby coil was therefore removed. The procedure was then completed using the same lantern, a new ruby coil, a pod5, and a pod packing coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the embolization coil was detached from its pusher assembly and the stretch resistance wire (sr wire) was fractured. Conclusions: evaluation of the first ruby coil identified in the complaint revealed that the device was able to be advanced through a demonstration microcatheter and out of the distal tip without an issue. Evaluation of the second ruby coil identified in the complaint revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as this may occur. The pusher assembly to this ruby coil was not returned. Evaluation of the third ruby coil identified in the complaint revealed that the introducer sheath had coagulated blood inside. During the functional test, the ruby coil could not be re-sheathed and, therefore, the ruby coil was unable to functionally test for the reported resistance. No other devices associated with the complaint were returned for evaluation. The root cause of the reported resistance for the three subject ruby coils could not be determined. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00557, 3005168196-2018-00559.